Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that while he was out of town his infusion began showing 3.00 and 77 on the display screen. The patient stated that he was aware of the power pack recall, but did not know when he last changed out the power pack. The patient was educated to change his power pack every 2 weeks. The patient did not have any extra power packs with him at that time, but indicated he would change them as soon as he got home. Upon follow up with the patient, he indicated that his blood glucose elevated to 385 mg/dl (his normal reading is 180 mg/dl). The patient indicated that he changed his power pack and administered a bolus to reduce his elevated blood glucose value. The patient did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for evaluation.